Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was caller reported that for the past 6-8 months, they have noticed that the stimulator had started doing some vibrating more off to the side and down and not at the implant. Caller added that they have had more trouble with incontinence since the stimulation started doing these funny little things. Caller asked if the 'batteries are going bad'. Agent asked pt if they have had reprogramming or if they have adjusted simulation - pt stated no. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was caller reported that for the past 6-8 months, they have noticed that the stimulator had started doing some vibrating more off to the side and down and not at the implant. Caller added that they have had more trouble with incontinence since the stimulation started doing these funny little things. Caller asked if the 'batteries are going bad'. Agent asked pt if they have had reprogramming or if they have adjusted simulation - pt stated no. The patient was redirected to their healthcare provider to further address the issue.